Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message, showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The damage is not consistent with normal wear and tear. Root cause could not be firmly established due to the observed damage. The pace/defib engine board and display cable were replaced. Analysis of reports of this type has not identified an increase in trend.